Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling tired. No medical intervention since the last call was reported. Customer stated that her meter read 1"fifty something" fasting that morning. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer reported medical attention since the last call. Customer advised that last thursday, on (B)(6) 2024, she took her blood glucose in the morning using the original true metrix air meter and got a result of 110 mg/dl non-fasting after she had some coffee and some juice. Customer stated that she took (B)(4) units of insulin before she left the house to go to therapy. Customer stated that on her way back home she got a flat tire, and a cop changed her tire for her, and she got into her car as she was feeling tired and hungry. Customer stated that the next thing that she remembered is that she woke up with cops all around and she was taken to the hospital by ambulance and was advised that her blood glucose level was low. Customer did not know what the blood glucose level was. Customer stated that she was at the hospital for about 4-5 hours and given ¿sugar¿ and a meal and then released and advised to follow up with her pcp.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with result obtained that morning at 8:30 am of hi fasting. The customer does not know her expected blood glucose test result range. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/30/2024 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.